Manufacturer narrative:
Section d4 lot no was updated to include the lot number that was provided on 28mar2023. The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42491ud02 and the complaint issue. The overall performance of architect total b-hcg was reviewed using field data from customers worldwide. The median value of lot 42491ud02 is below established limits. A low median value is an indicator of good specificity performance. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect total b-hcg reagent for lot 42491ud02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 782 miu/ml, repeat was <2.3 miu/ml. No impact to patient management was reported.